Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Lot number: asku - the accu-chek ® flexlink infusion set was from one of four possible lot numbers; 5083495, 5078640, 5078642, or 5049863. The customer had product from all four of these lot numbers and it was not possible to determine which lot number was in use at the time of the event.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the infusion set tube separated/broke near the luer lock connection and leaked insulin. The alleged product was requested for evaluation. No adverse event was reported.